Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the left leg on the head end of the bed where the caster mounts is split.